Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pen dial does not align with the numbers marked and has caused them to under delivery insulin. Customer¿s blood glucose was 225 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.